Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The returned sample was subjected to a laboratory bubble point test. An internal leak was detected at 90° on the non-cavity ID end. The dialyzer was disassembled for further evaluation and a potted fiber fragment was identified at approximately 90°, with the dialysate ports situated at 0°, on the non-cavity ID end. The fiber fragment was approximately 3.0cm in length. The opposing end of the fiber could not be isolated. Further examination of the fiber bundle did not identify any other damage or irregularities. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one other complaint reported against the lot. The complaint addresses the same event, but with a non-sample investigation. The current complaint was opened to address the returned sample. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
Additional information: concomitant medical products and device evaluated by MFR plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no other reported complaints against the lot. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between hd therapy utilizing the optiflux 180 nre dialyzer, the observed blood leak and the patient¿s hypotension and blood loss of approximately 300 ml, requiring a normal saline infusion. Per the hdrn, no defect or damage was observed on the exterior of the optiflux 180nre dialyzer. As such, the etiology of the events is unknown; therefore, causality cannot firmly be established. Blood leak events are a known potential complication of utilizing optiflux dialyzers during hd therapy. Based on the totality of the information available, the optiflux 180 nre dialyzer cannot be excluded from having a causal or contributory role in the events. Given the lack of product availability for manufacturer evaluation and the observed leak within the dialyzer itself. There is insufficient evidence to disassociate the optiflux 180 nre dialyzer from the events.

Event description:
A user facility peritoneal dialysis nurse (pdrn) reported that a dialyzer blood leak occurred 46 minutes into the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used as the leak was visually observed on the membrane of the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. The pdrn confirmed that there was a hypotensive episode that required a saline bolus as a result of the reported event. The doctor ordered a comprehensive metabolic panel (cmp) and basic metabolic panel (bmp) labs which resulted in normal readings. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.